Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin (route, dosage, duration, and frequency not reported) and tobramycin (route, dosage, duration, and frequency not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. After eight days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.